Event description:
This is an international complaint from a customer regarding a homechoice automated pd set. The reporter stated that the protection cap was not in place on the patient line when opening the package.

Manufacturer narrative:
(B)(4).received one set in package with package opened but not used. Performed visual inspection and the no cap was attached to the patient line. It was off and loose in the package. This complaint was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the us and does not have a 510k number. The final evaluation report has not yet been completed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The root cause was undetermined.